Event description:
The customer reported to olympus, during preparation for use for a therapeutic ureteroscopy laser procedure, the 200 micron tfl ball tip single use fiber was found broken in the packaging. The intended procedure was completed with the same device with no impact to the procedure. No patient harm reported.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the reporter. The same soltive laser had been used to finish the procedure, however, another laser fiber had to be opened to finish the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter, the device evaluation, and the legal manufacturer¿s investigation. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. This device was received in an auto-claved pouch. The pouch appeared to have been damaged/ slightly burnt during the auto-claving process. The distal tip of the fiber appeared unused. About two (2) centimeters from the strain relief/ proximal handle there was a full break in the fiber separating the proximal handle from the majority of the fiber body. The proximal cap had been completely removed from the fiber. On both sides of the fiber break, there were no signs of use such as charring. This was most likely a clean break prior to any use of the fiber.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to d4, g2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the broken fiber has been determined to be the result of mis-handling of the device during shipment. A final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.